Manufacturer narrative:
The report that the patients ipg was revised due to ¿eol¿ was confirmed. Analysis of the returned ipg found the device communicated with all lab utilities, passed all tests on the ate (automated test equipment), and a longevity calculation confirmed the device had normal battery depletion based on device usage.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced to address the issue.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The patient is not receiving therapy and will likely require surgical intervention to address the issue.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.